Event description:
The device was returned to the service ctr with a report from the customer contact that the device alarmed with a s251 error code on channel a. No additional info was provided. The s251 malfunction alarm code reported by the customer is not a valid code for this device. However, during verification testing at the service ctr, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code on channel a.

Manufacturer narrative:
During testing at the service ctr when the device was powered on, the device alarmed with a s321 (motor error -pmc, left) malfunction alarm code on channel a. The was found to be due to the motor being loose and extending out of its mounting. The probable cause of the loose motor was due to a broken seal due to under application of the adhesive seal or the adhesive seal being applied over grease. This report represents all the info known by the reporter upon query by hospira personnel.